Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found.

Event description:
It was reported during the procedure that at initial implant when the lead was connected to the analyzer, there was oversensing at 1, 5 and 10 volts. The lead was replaced with a new lead. No patient complications were reported as a result of this event.